Event description:
Customer reported she was having issues with the sensor. Customer stated the device kept alarming and alerting. She also had issues with sensor glucose vs. Blood glucose readings. Customer stated she tried changing the site and it didn't have a difference. Customer states she stopped using the sensor. Customer's blood glucose was unknown customer declined being transferred to troubleshoot the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.